Event description:
It was reported that the customer inadvertently delivered insulin to themselves after going through the fill tubing step of the load process while connected at the site. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.